Event description:
A sales representative reported on behalf of a customer that the 60-6085-200a, small, uterine manipulator, vaginal device was used in a tlvh procedure on (B)(6) 2025, and ¿balloon wasn't inflated and uterus was perforated¿. The procedure was completed without the use of an alternate device and a delay of 15 minutes. It was further reported that there was ¿no harm to patient", and the patient¿s status was "good". The customer did not respond to further questions upon request; therefore, it is unknown whether "balloon wasn't inflated" involved a device malfunction, user error, or other. This report is being raised due to the reported injury of a perforated uterus.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two reports, regarding four devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. Use of a ruptured balloon eliminates the protection to the uterine wall and may increase the potential for uterine perforation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-200a, small, uterine manipulator, vaginal device was used in a tlvh procedure on (B)(6) 2025, and ¿balloon wasn't inflated and uterus was perforated¿. The procedure was completed without the use of an alternate device and a delay of 15 minutes. It was further reported that there was ¿no harm to patient", and the patient¿s status was "good". The customer did not respond to further questions upon request; therefore, it is unknown whether "balloon wasn't inflated" involved a device malfunction, user error, or other. This report is being raised due to the reported injury of a perforated uterus.